Event description:
It was reported that, the wheel/caster on a 980 ventilator fell off. The ventilator was not in use on a patient at the time the event occurred.

Event description:
The service engineer (se) evaluated the ventilator and verified the reported event. The se replaced the base assembly and the issue was resolved. The ventilator was retuned for use.